Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings.should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.manufacturer reference #: (B)(4).

Event description:
A surgeon reported to rxsight that during implantation of a light adjustable lens (lal), the trailing haptic was stuck in the injector. The surgeon freed the haptic by rotating the injector; however, upon delivery, the capsular bag was observed to be torn. The surgeon attributes the torn capsular bag to the manipulation and rotations when attempting to free the haptic. An anterior vitrectomy was performed, and the lal was implanted in the sulcus with optic capture. The surgeon sutured the wound as a precaution. No additional information has been provided.